Event description:
It was reported the customer had several no delivery alarms during a bolus delivery. Customer's blood glucose was unknown at the time of incident. The customer was unable to troubleshoot at the time of the call. Customer declined to return their products for analysis. Customer was able to clear the alarm, reset the reservoir and deliver the remaining insulin from their bolus. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.